Event description:
It was reported that reported that the patient received a patient notifier. High, out of range, high voltage lead impedance was observed. During a subsequent follow up impedance measurements were observed to be normal. The patient will be monitored via merlin.net

Manufacturer narrative:
(B)(6).